Manufacturer narrative:
Maude report: event related info. Initial reporter related info. Med watch report: UDI: part number unknown, UDI unavailable. Initial reporter: phone number. Device broke intra-operatively and was not implanted / explanted. Single use device that was reprocessed and reused on a pt? Device available for evaluation? (B)(4). Date received by MFR. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. Describe event or problem. Brand name, common device name. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Maude report #mw5064760- it was reported a patient was undergoing an open reduction internal fixation. The screw was burned down and a small portion remained embedded. There was no reported surgical delay or patient harm. It is unknown if the surgery was completed successfully. This complaint involves one (1) device. This report is 1 of 1 for (B)(4).